Event description:
Additional information received reported that the cause of the event was end of service (eos). The patient¿s battery had depleted. Reprogramming occurred on (B)(6) 2013. No hospitalization was required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3093-28, lot# j0455049v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the device quit working at the same time as her pain device did on (B)(6) 2013. The device was being removed on (B)(6) 2013. Four days later it was clarified that the patient stopped feeling stimulation from the device on (B)(6) 2013 and had to catheterize. The device was scheduled for replacement on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.